Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local sales representative that this right atrial (ra) lead had dislodged when the left ventricular lead was implanted. A revision was successfully completed on this ra lead. No adverse patient effects reported.